Event description:
Distributor reported there was a revision surgery due to the implant breaking.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. However, the distributor reported the patient¿s implant was discovered broken after the patient was struck on the head during a physical altercation. Therefore, the most likely cause of the implant breaking is trauma sustained when the patient was struck on the head. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition.